Event description:
During preventative maintenance testing at the user facility, the rate independently changed from 100ml/hr to 999 ml/hr. There were no reports of any adverse events while the device was in clinical use.